Manufacturer narrative:
Model number/catalog number: linear st lead kit 50 cm. Serial number: (B)(4). Batch/lot number: 5173019. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pressure and pain which is suspected to be caused by the leads. It was noted that the patient also had eye twitches, eye tearing and pressure in the right cheek. It was confirmed through x-ray that the patients supraorbital lead had migrated. The patient was prescribed with medication.